Event description:
The customer's parent called and reported the insulin pump screen was fading out and cracked, after customer dropped the device. Customer's blood glucose was 130 mg/dl. Further physical device to the damage was noted. It was further stated customer experienced low blood glucose of 40 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (b)(4 site, per variance 5.